Event description:
A surgeon reported that a male patient who received op-1 implant and calstrux or allograft as part of a tibia and fibula limb lengthening for a delayed union developed pain, redness, swelling with tissue hardening and itching. There were no signs of infection, the patient remained afebrile and cultures were negative. The itching was treated with benadryl. No other treatment was provided. The outcome of the events were unknown. The surgeon did not provide causality. The events deem nonserious.